Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and advised that they had peritonitis but did not know the cause. Upon follow up, the pdrn stated the patient had abdominal pain and cloudy peritoneal effluent fluid. The patient was not hospitalized for peritonitis for this event and was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (unknown dosages, frequencies and durations). The cause of the patient¿s peritonitis was due to poor aseptic technique during continuous cyclic pd (ccpd) on the liberty select cycler at home. The pdrn reported peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with enterococcus faecalis and citrobacter freundii and a white blood cell count of 6161/mm3. The pdrn reported the patient is recovering from this event and remains asymptomatic. The pdrn confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient continues ccpd therapy on the same liberty select cycler following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for three (3) months prior to the event date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements, and the lots met all specifications for release. The user guide p/n 480145 was reviewed and indicates "you must use aseptic technique as directed by your pd nurse to prevent infection¿. As per the follow up information received, the incident is attributed to end user error.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain. It is well established peritoneal dialysis (pd) patients are at high risk for infections of the peritoneum. The source of the patient¿s peritonitis can be attributed to non-adherence to aseptic technique during ccpd therapy as reported by a medical professional. Non-adherence to aseptic technique or ¿touch contamination¿ during pd therapy is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of microorganisms that are part of the normal flora of the gastrointestinal tract, may colonize the upper aerodigestive tract and genitourinary tract. Therefore, the liberty cycler set can be excluded as a source of this patient¿s adverse event. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted customer support and advised that they had peritonitis but did not know the cause. Upon follow up, the pdrn stated the patient had abdominal pain and cloudy peritoneal effluent fluid. The patient was not hospitalized for peritonitis for this event and was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (unknown dosages, frequencies and durations). The cause of the patient¿s peritonitis was due to poor aseptic technique during continuous cyclic pd (ccpd) on the liberty select cycler at home. The pdrn reported peritoneal effluent fluid cultures taken in the outpatient clinic on (B)(6) 2021 presented with enterococcus faecalis and citrobacter freundii and a white blood cell count of 6161/mm3. The pdrn reported the patient is recovering from this event and remains asymptomatic. The pdrn confirmed the patient¿s peritonitis was not due to a deficiency or malfunction of any fresenius product(s), device(s) or drug(s). The pdrn stated the patient continues ccpd therapy on the same liberty select cycler following this event.